Event description:
The customer reported that the optia machine had suffered a number of spurious return line air detector (rlad) activations. Pt info is unavailable at this time. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Event description:
The patient's identifier and age were not available from the customer.

Manufacturer narrative:
Terumo bct internal reference: (B)(4).

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Investigation: no problems were found with the returned air detector. The air detector was replaced in the field and the machine was functionally tested and returned to service. No additional reports have been received for this machine regarding the reported condition. Root cause: undetermined. An internal CAPA has been initiated to investigate rlad complaints.

Manufacturer narrative:
(B)(4). Investigation: a definitive component autotest was performed. The rlad was replaced. Investigation eval and corrective actions are in process. A follow-up report will be provided.